Manufacturer narrative:
After secondary review of this file performed on (B)(6) 2021, it was noted that the procedure type was primary breast augmentation surgery. This supplemental medwatch report is for the glow study participant patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the glow study participant patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left anxiety, and breast implant illness concerns. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the (B)(6) clinical trial, participant (B)(6). It was reported that a caucasian female patient underwent breast augmentation surgery with 495cc mentor memoryshape breast implant on both sides on (B)(6) 2016. On (B)(6) 2019, patient experienced anxiety and was concerned about breast implant illness, which required bilateral capsulectomy and device explantation on (B)(6) 2019. This medwatch report is for the patient¿s left-sided device.